Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube), broken battery tube threads, serial number label missing, detached retainer, missing o-ring (reservoir tube), label damage (faded end cap address label) and corroded battery tube. Missing/damaged retainer ring confirmed. Cosmetic damage was confirmed at battery side. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Corroded battery tube confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. The customer stated crack on the battery side and back side. Troubleshooting was performed. No harm requiring medical interventions was reported. The customer will discontinue using the device and will return it for analysis.